Event description:
It was reported that a balloon issue occurred. A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). When viewed under x-ray, it was felt that the length of the device was longer than the actual specification of 10mm and was instead closer to 15mm. The procedure was successfully completed still using this device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination of the balloon identified no damages. No issues or damages identified with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. An examination of the shoulder heights on the balloon confirmed that the main body of the balloon measured correctly for 10mm. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner wire lumen was stretched and pulled proximally into the proximal balloon sleeve. No issues were with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. The proximal markerband was pulled into the proximal balloon sleeve.

Event description:
It was reported that a balloon issue occurred. A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). When viewed under x-ray, it was felt that the length of the device was longer than the actual specification of 10mm and was instead closer to 15mm. The procedure was successfully completed still using this device. There were no patient complications.